Event description:
This notification was opened for review due to an allegation of simplygo device had burnt smells and a part of the battery was melting. There was no report of patient harm or injury. There was no report of medical intervention. The device has not been returned to the manufacturer for evaluation at this time. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2026-004146. This report was submitted as a duplicate report of the previously submitted report. Correction to this report includes an update to the become aware date to 11/10/2025 and not 10/11/2025. If further information becomes available, an additional report will be filed under MDR 2518422-2026-004146. A final report is being submitted under this MDR.